Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient requested compatibility guidelines as a result of signs, symptoms, or diagnosis reported that is related to the device/therapy. Patient initially called in for mammogram guidelines because their "device has moved more toward my hip, I was just noticing it (on the date of initial report)". They didn't report a fall or trauma. During the call, they connected to their ins which showed stimulation was on; they were at 1.8v on program 1. The patient noted that they "[don't] feel it was doing its job so well" and says they last changed the settings "when I saw the doctor like two months ago". It was clarified that "a short time after that" was when the loss of therapy started. The patient has the ability to change programs and/or adjust stimulation so stimulation was increased to 2.0v; they noted that they will try this setting. The patient added that they might've been on other programs before, but they don't remember which ones. The call center advised the patient to try this new amplitude and see if it helps their symptoms and was also redirected to their healthcare provider (hcp) if it does not. No further patient complications have been reported as a result of this event.